Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D4 gtin - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was returned within its dispenser hoop and the torque device and introducer were also returned. The guidewire was noted to be kinked at 37cm from the distal tip. There was some skived ptfe (polytetrafluoroethylene) returned on a lint free wipe. Guidewire ptfe coating was noted to be skived along the entire length of the ptfe coating. There was evidence of skived material on the distal tip of the introducer. There was no evidence of ptfe within the returned torque device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During functional inspection, a mandrel was passed through the returned introducer to determine if there was any more ptfe within and none was noted. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the treatment of ic sah (internal carotid, subarachnoid hemorrhage), the coating peeled off (unknown if ptfe or hydrophilic coating) when the introducer was used to insert the subject guidewire into a microcatheter, and the guidewire was stopped to be transferred into the microcatheter and replaced with a new one in the same catalog number, and the procedure was completed successfully using the same microcatheter. Additional information provided by the customer indicated that the introducer sheath was used, when inserting the guidewire and the device was confirmed to be in good condition during preparation/prior to use on the patient. The device was returned and it was confirmed that the ptfe coating was peeled, the characteristics of the peeled ptfe coating are consistent with backloading of the guidewire through the introducer, and evidence of peeled ptfe coating was also noted to the introducer. The guidewire was also noted to be kinked. The damage noted to the ptfe coating is indicative of backloading of the guidewire into the introducer causing skiving of the pfte coating. An assignable cause of handling damage will be assigned to the reported and analyzed event of guidewire ptfe coating peeling and to the analyzed event of guidewire kinked/bent.

Event description:
During the treatment of ic sah (internal carotid, subarachnoid hemorrhage), when the introducer was used to insert the subject guidewire into a microcatheter, the coating was observed to be peeled off (it was unknown if it was ptfe (polytetrafluoroethylene) or hydrophilic coating). The subject guidewire was replaced with a new same guidewire and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
During the treatment of ic sah (internal carotid, subarachnoid hemorrhage), when the introducer was used to insert the subject guidewire into a microcatheter, the coating was observed to be peeled off (it was unknown if it was ptfe (polytetrafluoroethylene) or hydrophilic coating). The subject guidewire was replaced with a new same guidewire and the procedure was completed successfully with no clinical consequences to the patient.